Event description:
It was reported that the right atrial (ra) lead had low impedance. Therefore the ra lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - low resistance/impedance: there were two patient alerts for out of tolerance (oot) sub-threshold lead impedance (B)(4) 2012 and (B)(4) 2013. Weekly pace impedance trend data show various spike decreases for max and min atrial pace = 384 to 100 ohms range between (B)(4) 2012 and (B)(4) 2013. Concomitant products: (B)(4) implantable pacemaker cardio/defib 2008 (B)(6); 6947 implantable tachy lead 2007 (B)(6); 4193 implantable pacing lead 2008 (B)(6). (B)(4).